Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Date received by manufacturer should have been 7/10/2013 rather than 7/10/2011.

Manufacturer narrative:
Analysis was normal.